Event description:
Initial hba1c result of 16.1%. Same sample repeated, recovered 6.0%. No info provided to determine if results were used to guide therapy. The field service rep found a defective detergent valve. The instrument was repaired and performance check tests were performed.